Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that another patient experienced a fluorouracil (5-fu) medication leak from the cadd filter in the west country. The event occurred while the device was in use at the patient¿s home, and the operator was a healthcare professional. There was no patient harm.